Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved oncology kit w/spinning spiros®, c-clip, red cap which leaked unspecified chemotherapy on patient or healthcare provider. The device had been inspected prior to use and all parts were in place appropriately. No hole, cut, tears or any defect noted; it was all over the closed bag so the user could not fully manipulate. The chemo spill was cleaned up per facility protocol. There was no blood loss or bleed back. The drug was replaced and no further issues were reported. There was patient involvement, however, there was no adverse outcome as a consequence of this event.

Manufacturer narrative:
A photograph of the product packaging was provided and evaluated. The spiros was not visible in the image. No product samples were returned for investigation. The DHR for lot number 5030925 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint cannot be confirmed based on the information that has been provided.